Event description:
Hme was on a pt that was on a ventilator. Pt was unable to breath due to the plastic obstruction inside the hme. No injury.

Manufacturer narrative:
The actual device described in section 5 was not returned for our investigation. The user facility returned unused samples from the same lot. These samples were evaluated and results found no blockage and no evidence of flashing. Without the actual sample, it is inconclusive as to what the blockage was and how it occurred.